Event description:
Caller reported a malfunction on pump, as the screen went dark and would not turn on. Led was blinking red around pump button, but the device did not vibrate as expected, leading cts to instruct caller on troubleshooting steps, which did not resolve issue. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.